Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned components of the device, the handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were also examined and there were no needle strike marks detected. Each component is inspected during manufacturing and each finished goods lot is inspected by sampling. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Based on the inspection criteria and the analysis of the returned components the reported needle to cuff miss could not be confirmed and no cause could be determined. No manufacturing or quality deficiency was detected. A review of the finished device lot history records found nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a percutaneous transluminal coronary angioplasty procedure. Reportedly, when the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.